Event description:
It was reported that patient's right ventricular (rv) lead and pacemaker exhibited high pacing impedance. The lead was capped and replaced on (B)(6) 2024. The pacemaker was explanted and replaced. There were no patient consequences.